Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2016 with the following findings: -hard, "cs69" alarm was reproduced during the rewind step, unable to verify all steps. The "cs69" failure is defined as language file corruption while retrieving the language text. The "cs69" failure was written as "cs87" failure in black box the error is resident to flash chip (u39).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 069. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up # 2 date of submission 12/09/2016 ¿ correction to serial number